Event description:
Consumer reports back to back results of 186mg/dl and 171 mg/dl on complete system #1 compared to result of 103 mg/dl and 97 mg/dl on complete system #2. No quality controls were run. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.

Manufacturer narrative:
This medwatch is for the suspect device used in complete system #1. Please see medwatch with a1 patient for suspect device in complete system #2.